Manufacturer narrative:
Image analysis: one still image showing what appears to be blush from contrast in the vasculature was provided. A photo of the device packaging with product identification details was also provided. The still image confirms the presence of contrast where the reported perforation appears to have occurred. It provides no insight into the root cause or the resolution of the issue. There is no identified device failure or root cause from this image provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was non-tortuous and had very minimal calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a 6f launcher guide catheter to do a diagnostic on the rca. No damage was noted to pac kaging. The device was removed from the packaging as per IFU with no issues. The device was inspected with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during insertion. Multiple curves were used to try to cannulate the rca. The launcher was used as no other catheters worked. It was reported that when the catheter was injected for a root shot, an aortic perforation was noticed in the sub intimal tissue of the right cusp. The patient was stable and no surgery was required that day to repair the perforation. Patient was discharged the following day.